Manufacturer narrative:
The reserve sample evaluated performed to spec. The labeled rbp for this catheter is 2.0 atm. The sample did not burst until 4.0 atm. An inflation device with pressure gauge was not used as is recommended in the instructions for use. It is also unk as to what atm this catheter burst at. It was already stated in the report that the nurse in the procedure believes the burst to be caused by calcification that was present. This catheter is indicated for pulmonary valvuloplasty and was being used off label for aortic valvuloplasty.

Event description:
Balloon burst. As reported by the facility: "the balloon ruptured during pre-dilatation of a valve for valve replacement. According to the nurse in the procedure, calcium likely caused the rupture. No inflation device was used. It is unk if the balloon ruptured longitudinally or circumferentially. It is unk at what atm the balloon ruptured."